Event description:
It was reported the screen was not responsive to the stylus. It was also reported the programmer was unable to save to pdf (portable document format). The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the touch pen issue; touch pen worked fine. Analysis confirmed the programmer was unable to save to pdf (portable document format). The programmer locked up on the "please wait" screen. Hard drive was reconfigured and software reloaded to resolve issue. Analysis also found the media bay cover and lower case were damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).